Event description:
It was reported that interrogation noted far-field r-waves on the atrial lead channel that are falling in atrial blank. The atrial lead remains in use. No patient complications have been reported as a result of this event.